Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information does not require re-investigation and the investigation of (B)(6) 2019 is still valid this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019 preserve sae report form: subject is a 57 year old female enrolled in preserve (B)(6) 2017 with cook günther-tulip¿ vena cava filter placed on same day due to contraindication to anticoagulation due to anemia secondary to upper gastrointestinal bleeding. Subject has a prior history of resolved pe (unilateral segmental) and a current right lower extremity dvt in the femoral popliteal, common femoral and common and external iliac veins. Subject is a prior smoker with current diagnoses of lung cancer, chronic bronchitis and hypercoagulable disorder. Subject noticed an increase in shortness of breath since starting on keytrudia one week prior to hospital admission for this event. She was instructed to go to the ER, and was admitted (B)(6) 2017 with tachycardia and decreased oxygen saturation. Subject received a CT scan, chest x-ray and doppler studies and was admitted to the oncology service. The preliminary report for the CT showed new left main and right lower lobe pe. Subject was started on heparin drip. Symptoms resolved without sequelae on (B)(6) 2017 and subject was discharged. Patient outcome: additional information received (B)(6) 2019 preserve sae report form: "symptoms resolved without sequelae on (B)(6) 2017 and subject was discharged".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2017. Patient noticed increased shortness of breath since starting on keytrudia. She was instructed to come to the emergency room for further evaluation on (B)(6) 2017 where she became tachycardic, desatted to high 80/s with ambulation, and admitted. Patient received a CT scan, chest xray and doppler studies. Patient was admitted to the oncology service. The preliminary report for the CT showed left main and right lower lobe pe. Patient was started on heparin gtt and discharged on (B)(6) 2017. This event was considered possibly related to the device. Patient outcome: resolved without sequelae. Date of resolution: (B)(6) 2017.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: left main and right lower lobe pulmonary emboli (pe) after filter placement. Patient started on anticoagulant and recovered. Indication for filter placement was not discussed in the complaint report. The complaint report describes the patient noticing increased shortness of breath since starting on immunotherapy medication, but does not specify when immunotherapy medication was started relative to the placement of the ivc filter. The gunther tulip ivc filter was placed in an infrarenal location without evidence of significant tilt. The venogram of the ivc did not reflux contrast into the left iliac vein, so technically a duplicated ivc is not excluded on this imaging study. 2-3 weeks later the patient was admitted to the emergency room with worsening shortness of breath where "preliminary report for the CT showed left main and right lower lobe pe". These images were not made available for review, nor was a final report. A doppler study was also performed, but the results were not discussed in the complete report. If there were indeed pulmonary emboli present, there are several potential causes of pulmonary emboli in the presence of an ivc filter. First and foremost would be the pe were present prior to placing the ivc filter, as per the report patient had been experiencing shortness of breath for some time, although the relation of the initiation of these symptoms and ivc filter placement were not clearly stated. If the patient developed upper extremity deep vein thrombosis (dvt) as opposed to lower extremity dvt, this could have resulted in pe without the ivc filter failing to perform appropriately. The doppler results were not discussed to determine if there was upper extremity dvt present. In addition, ivc anatomic variants such as a duplicated ivc or a circumaortic renal vein could allow a lower extremity dvt to have migrated to the pe without failure of the ivc filter device. On the venogram provided, there does not appear to be a circumaortic left renal vein, but a duplicate ivc is not excluded. The complaint report states the patient was started on heparin and was discharged. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.